Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a stored signal artifact monitoring (sam) episode which revealed right atrial (ra) high out of range impedance measurement of greater than 3000 ohms. Upon review of the atrial tachy response (atr) episode there was noise noted and potential no capture. Technical services (ts) reviewed the presenting electrogram (egm) and suspected that there could be conductor fracture or insulation issue of the atrial wire. The plan was to have this patient seen in clinic for ra lead evaluation and possible lead replacement. This device currently remains in service. No adverse patient effects were reported.